Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was drainage from the implantable cardioverter defibrillator (ICD) wound site. Blood cultures were positive for (B)(6). The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.